Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) talked to the customer and they stated that the rps (reporting software) pc will not boot. The monitor screen is blank except for the mouse cursor that will respond. Checked all monitor cables, brightness and contrast settings no help. Ts asked the customer to reboot pc and they got the "dell" image and then nothing after that, no errors no functions at all, system never gets to windows desktop. Fse phone called the account and shipped new pc to customer. Fse phone called the account on (B)(6) 2016 and found that they were able to get the old pc up and running. Notified the fse that it was running slower than previously. Customer said they will run with this pc for now and to cancel the order for the new pc. The most probable cause of the reported event was that pc was not booting completely.

Event description:
On (B)(6) 2016, the customer reported cpu issues with their hlc-723g8 analyzer. Customer reported that the computer screen was not on, it was black, not showing anything. Nothing transmitting from the instrument to the computer interface. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.